Manufacturer narrative:
Eval summary: cause cannot be definitely determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported by the patient's counsel that the patient underwent right total knee replacement in late 2004. Post-op, the patient experienced pain. Revision was done in 2005, wherein polyethylene dislocation from the tibial baseplate was noted.